Event description:
The patient's family member called lifescan (lfs) and alleged that the patient's meter would not power on. Medical affairs spoke to the patient's family member and obtained/verified the following information. The patient was unable to test on their meter for approximately one month. During the one-month time period, the patient was in the hospital for pacemaker placement and a tube was placed in their left lung. While in the hospital their blood glucose was tested regularly and patient was given insulin as needed. The patient takes an oral medication daily, regardless of the meter result. The reporter did not know the name of the medication. The patient was released from the hospital one week ago. A few days after the patient was discharged, patient began to exhibit symptoms, the reporter was unable to specify, and patient was taken to emergency room. Patient did not attempt to test on the meter on the day of the event. The patient's blood glucose result was 40 mg/dl at the hospital. According to the reporter, the patient had not been eating very much, but wa still taking their oral medication. Patient was treated with ornage juice in the hospital. The battery in the meter was correctly installed and less than 1 year old, the battery contacts were in good condition, and the patient was using the correct test strips. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence to suggest that the meter malfunction lead to the serious injury. The patient did not attempt to test on the meter on the day of the event. Patient had attempted to test since being discharged from the hospital and patient was eating very little, while still taking their medicaions. Therefore, this case is being reported as a malfunction.